Event description:
I had bunion surgery on (B)(6) 2024. Within a week I had a serious infection at the surgical site. I then had a reaction to the antibiotic. As of (B)(6) 2025 the surgical site has ongoing eruption of rash, and failure to heal at the surgical site. My doctor stated he believes my body is reacting to the staples used to close the surgical site. He stated that other patients have had long term skins eruptions from staples used to close the surgical site. My doctor is (B)(6), md an orthopedic surgeon working at (B)(6). Dr. (B)(6) can supply medical implant information.